Event description:
The consumer reported that the patient's procedure was done in (B)(6), and the following month, the patient fell ill and was now in the condition which they were in which was basically immobile. It was noted that the patient was on the magnetic resonance imaging (MRI) table getting ready to have a MRI. Additional information was received reported that the patient didn't report the event to their office and had not come in for their follow-up. It was noted the doctor's office tried to call. It was further reported the patient passed away. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information received from the healthcare provider (hcp) reported they didn't have the cause of the consumer's death or why they fell ill. The consumer never returned for any follow-up after being implanted. The hcp didn't feel there was any reason to think the device was in anyway related to the illness or death.

Manufacturer narrative:
Additional review determined (B)(4) no longer apply to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported that prior to the consumer's death they were admitted to the hospital on (B)(6) 2016 due to acute encephalopathy and hypernatremia and were discharged to a nursing home on (B)(6) 2016.. Further medical records received reported on (B)(6) 2016 the consumer had a fever and was status epilepticus which required prolonged ventilation in the intensive care unit. Following this the consumer recovered to their baseline mental status but had progressive worsening of their memory, conversation skills, and alertness. As a result they underwent a work-up by multiple physicians to see if their normal pressure hydrocephalus (nph) and or/seizure disorder had contributed to their decline. It was noted a work-up was done to determine if there was an infection but it did not show a localized source of an infection (a urine analysis was done on (B)(6) 2016 and there were no nitrates or leukocytes noted so no culture was needed but another urine analysis was done on (B)(6) 2016 after the consumer had a catheter placed showing abnormal results with the culture showing mrsa and enterococcus species), although the blood work showed the leukocytosis level was 12.7, but the consumer's shunt wasn't tapped. After the consumer spent further time in the hospital it was determined they had systemic inflammatory response syndrome (sirs) from an unclear source, hypovolemic hypernatremia likely due to poor intake, and acute encephalopathy likely related to sirs and the hypovolemic hypernatremia, as well as recent chronic progressive encephalopathy. On (B)(6) 2016 it was noted there was no confirmed infection to suggest sepsis and the consumer's fever had resolved but their leukocytosis persisted with cerebrospinal fluid studies ruling out an infection, so it was thought the fever may be due to their previous seizures. On (B)(6) 2016 the physician's note stated the consumer had been "having progressive decline in their cognitive functioning for a long time, and had been bed bound for four months at least. At that time the consumer had fluctuation of their consciousness and cognitive function from day to day. The presence of parkinsonism, dementia, and hallucination was suggestive of either lewy body dementia or parkinson/dementia syndrome with either diagnosis being progressive. Even though there was compromise of float of their shunt, I doubt that resumption of flow will improve his mobility and cognition significantly. He is morbidly obese, and it is possible that the intra-abdominal pressure exceeds the cerebrospinal fluid (csf) pressure, and even though operation to investigate the shunt if carried out, it may not result in significant improvement." It was noted the acute encephalopathy was felt to be "multifactorial and due to normal pressure hydrocephalus, febrile illness, hypernatremia, and contributing seizures and parkinsons/lewy body dementia with studies showing a possible non-functioning shunt with csf studies not suggesting an active central nervous system infection. "The hcp spoke with the consumer's daughter and due to the consumer's disability and debilitation going on for a while, they were considering hospice when discharged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the implant didn't help the patient any and they didn't think the patient was functional enough to get the device. According to the consumer they didn't realize how ¿mentally bad the patient was right up to the point when they had to let him go.¿ it was noted the patient had a collapse on (B)(6) with the device being put in on (B)(6) 2016, and following this the consumer doubted the patient would have remembered anything after that time as they really weren't functional after, and they were never able to ¿ride in their car again and was in and out of hospitals and nursing homes until they died in a nursing home on (B)(6) 2016.¿ when the consumer was asked about the death and the device/therapy they stated they ¿didn't think it helped the situation any and exacerbated the situation, but it wasn't the cause of the death.¿ according to the consumer there was no causal relationship with the device and the patient¿s death since whatever was going on with him had to do with his brain, but no autopsy was performed. It was further mentioned prior to the patient¿s death they had a severe attack of gout and it was just ¿one thing after another until their death¿ and they didn't want to have a biopsy on their brain, but they suspected it was lewy body dementia, with two brain surgeons telling them it was time to let them go as their brain mass had decreased by 30%.¿